Event description:
The product was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon resected the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.